Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient and the delivery system was discarded. Patient medical records have been received for evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis. H3 other text : device remains implanted.

Event description:
The patient initially underwent treatment for an abdominal aortic aneurysm (aaa) on (B)(6) 2018. The procedure involved the implantation of an afx2 bifurcated stent graft and an afx vela. During a routine follow-up on (B)(6) 2026, imaging studies were reviewed in preparation for coiling a type 2 endoleak procedure. At this time, there appeared to be either a possible type 1b or type 2 endoleak. As part of the workup, a computed tomography (CT) scan from (B)(6) 2025 was evaluated, which did not reveal a type 3b endoleak. However, a subsequent CT scan performed in (B)(6) 2026 for case planning for an unrelated thoracic aortic valve replacement (tavr) procedure showed a noticeable type 3b blush. It was confirmed that no documented catheter procedures had been performed on the patient between these two CT scans. The newly identified type 3b endoleak was observed in the same area where the type 2 endoleak had previously been noted. To manage the type 3b endoleak, the physician decided to implant a 22x45 ovation ix extension in the left limb, extending into the left common iliac artery which had an aneurysmal segment that allowed for only about 12 mm of purchase in that left limb. Further imaging showed the type 3b endoleak remained recognizable. The physician initially considered placing an afx2 28-80/120-40 bifurcated stent graft. However, concerns arose regarding the potential for the metal scaffolding from the original bifurcated stent graft to wear through the graft material of the newly implanted afx2. To mitigate this risk, the physician elected to reinforce the bifurcation with two ovation ix 22x45 extensions. Subsequently, the afx2 bifurcated stent graft was positioned onto this higher bifurcation and ballooned using coda (non-endoligx) balloons. Follow-up imaging demonstrated resolution of the type 3b endoleak. The patient's final status was reported as stable following this re-intervention.